Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 00 issue was verified, but the hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.